Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that infusion set tubing was detached. The customer had high blood glucose level of 500 mg/dl. The customer treated with insulin shot. The product was not returned for analysis.